Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurs at start of infusion at the connection site with an unspecified bd 5ml syringe. The following information was provided by the initial reporter: (7 of 7 complaints) it was reported that leakages have occurred at the start of infusions at the connection with the maxzero connector.

Manufacturer narrative:
H.6. Investigation summary as no physical sample, picture sample, product number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that leakage occurs at start of infusion at the connection site with an unspecified bd 5ml syringe. The following information was provided by the initial reporter: (7 of 7 complaints) it was reported that leakages have occurred at the start of infusions at the connection with the maxzero connector.